Manufacturer narrative:
No device or no medical records have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Images were provided and review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eleven years post inferior vena cava filter deployment for a history of dvt/pe following gastric bypass surgery, the patient presented to an outside facility emergency department with complaint of chest pain and underwent cardiac catheterization for significant coronary disease. During the procedure, a pericardial drain was placed and a detached ivc filter limb was incidentally noted on imaging. The patient was transferred to the reporting facility for retrieval of the filter and detached limb. During the vena cava filter retrieval procedure, two detached filter limbs were discovered to have detached (ventricle and ivc wall) prior to filter retrieval. A snare was used to successfully capture and retrieve the filter and both detached limbs. The patient was doing well post retrieval.

Manufacturer narrative:
Voluntary medwatch mw5059769 was received providing additional information which was added to this report. The investigation was completed with the following results: manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the CT image provided, two radiopaque linear metallic foreign bodies were demonstrated in the left ventricle and myocardial muscle can be confirmed. Conclusion: two radiopaque linear metallic foreign bodies were demonstrated in the left ventricle and myocardial muscle; however the identity of the foreign bodies cannot be confirmed. Therefore, the investigation is inconclusive for the alleged limb detachment. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.